Event description:
It is reported that surgery was delayed for 30 minutes when the threaded end of the guide pin broke off into the pt. The surgeon was unable to retrieve it.

Manufacturer narrative:
(B) (4). Eval summary: cause cannot be definitively determined with the info provided. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.